Event description:
Alleged the account has had three tripping incidents involving the bed's patient pendant. No injuries were reported.

Manufacturer narrative:
The patient pendant cord represented a potential trip hazard for the patient or the caregiver. Hill-rom consignees were notified of this hazard via a letter date 08/10/2006, that included a package with installation instructions, materials and labels to modify the beds. See recall #z-0017-2007. Hill-rom received a return response from this facility dated 10/10/2006, indicating due to their room configuration, securing the pendant to one side of the bed was not practical. New "c" version cables have been ordered to replace the facilities pt pendants.